Manufacturer narrative:
The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
As reported, during patient use, the thermogard xp ivtm console displayed an air trap alarm approximately 90 minutes after the quattro catheter was placed in patient's right femoral. The attending nurse reported the saline bag was also found empty. According to the reporter, the issue was not resolved after re-priming the system using a new saline bag. At an unspecified time later, a secondary thermogard console was used to continue patient temperature management therapy. The secondary saline bag was later found empty; a catheter leak was suspected. According to the reporter, the quattro catheter remained as a central line and the arctic sun pads were used to continue and complete patient therapy. There was no patient consequence reported. This references the thermogard xp ivtm console exhibiting an air trap alarm. The quattro catheter reported for a leak, has been reported under MFR 3010617000-2017-01031.